Event description:
Pt was implanted with click'x construct at l5-s1 on (B)(6) 2011. One month follow-up x-rays show the rods have slipped out of the click'x pedicle screws. The surgeon plans to revise the pt. This report is # 3 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.